Event description:
Healthcare professional reported a left side device deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side device deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deflation: observed, opening device in the posterior side assessed as fold flaw opening additional observations: ¿ creases observed on the device. ¿ wear abrasion on the device. No further actions are required as the device was implanted.